Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 13574383.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. Explanted leads will not be returned.